Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2010, and then experienced a revision surgical procedure on (B)(6) 2023, approximately 13 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.